Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 09 february 2018: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 14 february 2018: (B)(4). To date, this is the second similar case out of two items sold of the same lot.

Event description:
During the stem positioning a femur fracture was generated. The surgeon completed successfully the surgery performing intraoperatively 4 bone cerclage.